Event description:
The manufacturer was informed on this event through the sure avr registry. On 08 apr 2014, an 80 years old female patient received a perceval pvs21 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. At discharge, a good valve functionality was detected through echo (15mmhg, no perivalvular/central leak). On (B)(6) 2017, the site reports that the patient died due to worsening of heart failure. No data on the device functionality is available on the database after the hospital discharge. However, up to the last available follow-up visit in (B)(6) 2016, no device-related adverse events were reported. Additional information received from the site confirmed that it is not possible to determine if the device has been involved in the patient's death.

Manufacturer narrative:
Based on the limited information available, the root cause of the reported event and the device relationship with the patient death remain unknown. However, up to (B)(6) 2016, no device-related adverse events were identified, which reasonably suggests that no device dysfunctions occurred during this time.

Manufacturer narrative:
Since no information on the device functionality is available on the registry, the event is being reported in a conservative manner due to the unknown relationship with the device. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Device not explanted.

Event description:
The manufacturer was informed on this event through the (B)(6) registry. On (B)(6) 2014, (B)(6) years old female patient received a perceval pvs21 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. At discharge, a good valve functionality was detected through echo (15mmhg, no perivalvular/central leak). On (B)(6) 2017, the site reports that the patient died due to worsening of heart failure. No data on the device functionality is available on the database after the hospital discharge. However, up to the last available follow up visit on (B)(6) 2016, no adverse events were reported.